Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6). Was returned for product analysis. Analysis found the device was chewed on by an animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported that since december or january, the patient (pt) has noticed that their recharger began to become warmer than usual while charging their ins. Caller inquired about how to reduce recharge speed and said that it was grayed out in the menu. Tss reviewed that the pt must be actively recharging in order to change the recharge speed. Caller began recharging the ins and confirmed that they were able to change the recharge speed. Tss did not collect the serial number of the recharger and reached out to the rep but they were not longer with pt. Tss attempted to reach out to the pt directly and left a voicemail for pt to call back. Tss will process the replacement request upon receiving the recharger serial number. Case re-opened to send email to repair to replace the recharger.